Event description:
Surgeon stated that patient had complained of knee pain and swelling. A surgery was performed to examine the patella bone to determine if that was the cause of the pain and swelling. The tibia insert was changed because the surgeon wanted to.